Manufacturer narrative:
Date of event based on date of acticle publication. M a y 2 8 , 2 0 1 8 : 9 4 5 ¿ 5 3 https://doi.org/10.1016/j.jcin.2018.02.019. If information is provided in the future, a supplemental report will be issued.

Event description:
The in.pact global study enrolled 1,535 subjects. 1,406 patients were treated with in.pact admiral dcb, in the superficial femoral artery and the proximal popliteal artery. Eighty nine deaths occurred by 24 months however, none of there were determined to be related to the study device. Of these, 3 occurred within 30 days and these were adjudicated to be procedural related.